Event description:
It was reported by a field service tech that the handpiece leaked a brown fluid while the equipment was being tested during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
Handpiece was received at the MFR for service and evaluation. Based on the investigation details, a possible cause for the event was problems with ebox motor controller, which was replaced along with other components. Service completed a clean, lube, and adjust on the device, and it was returned to the customer.